Event description:
It was reported that the patient presented during implant procedure. During procedure, noise was noted on the right ventricular lead. The reported lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test and x ray examination did not identify any anomalies.